Manufacturer narrative:
Pt age and weight: unk. Concomitant medical product(s): collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implant and explant dates: unk. Initial reporter: unk. Device evaluation: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
A cc4204a collamer single piece lens, +24.0 diopter was returned to the manufacturer with no damage. The facility reported complications on (B)(6) 2016 and the doctor changed to a three piece lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.